Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient with this pacemaker device exhibited noise on the right ventricular (rv) channel prior to the device change out procedure happened a month back. The rv lead was checked during the device changeout procedure and found that all measurements were normal however it was suspected that there might be a loose connection on the previous can. The rv lead is currently oversensing and the pattern of noisy signals are regular and seems to be clustered to periods of time. The healthcare professional would be following up with the patient if there was any electromagnetic interference (emi) source. This device remains in service. No adverse patient effects were reported. Additional information received indicated it was suspected that the rv lead impedance had been decreasing however is still in that range and that the rv lead was developing an integrity issue. The rv sensitivity was set to 5 mv. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited noise on the right ventricular (rv) channel prior to the device change out procedure happened a month back. The rv lead was checked during the device changeout procedure and found that all measurements were normal however it was suspected that there might be a loose connection on the previous can. The rv lead is currently oversensing and the pattern of noisy signals are regular and seems to be clustered to periods of time. The healthcare professional would be following up with the patient if there was any electromagnetic interference (emi) source. This device remains in service. No adverse patient effects were reported.